Manufacturer narrative:
Correction fields: b2: outcomes attrib to ad event: added missing code. H6: health effect imapct code: added a missing code. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro-perforation with pericardial effusion, as the patient was presenting worsening shortness of breath (sob) for the past couple of days. A liter of fluid was drained out of pericardial sack. Another lead was successfully implanted and a defibrillation threshold (dft) test was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations

Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro-perforation with pericardial effusion, as the patient was presenting worsening shortness of breath (sob) for the past couple of days. A liter of fluid was drained out of pericardial sack. Another lead was successfully implanted and a defibrillation threshold (dft) test was performed. No additional adverse patient effects were reported.